Event description:
It was reported that this pacemaker system was explanted approximately six and a half years after implant. It was noted that the patient reported chronic pain at pacemaker site and requested that the pacemaker system be removed. Evidence currently suggests that there was no replacement and patient no longer has a pacemaker system. No additional adverse patient effects were reported.